Event description:
It was reported that there was no alarm posted for a particular bed at the central monitor. In addition, it was reported that all alarm limits had been switched off, only the alarm limits for spo2 were active. The event recording was switched off. It was reported that the patient died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.